Event description:
It was reported to medtronic neurosurgery that the pressure setting of the valve could not be changed after an MRI scan. A replacement surgery was performed.

Manufacturer narrative:
The valve was patent, however, it did not meet the specs for reflux or siphon testing. Also, it did not meet the requirements for leak testing due to a tear on top of the proximal occluder. It is unk how or when this damage occurred. The valve was returned at pressure level 0.5 and was not adjustable. It met specs for pressure-flow testing at pressure level 0.5, however, pressure-flow testing at all other levels as well as preimplantation testing was precluded. A dissection of the valve identified proteinaceous debris inside the adjustment mechanism which prevented rotor movement. Debris within the valve may hold pressure-flow controlling mechanisms open, resulting in fluid reflux and/or siphoning. The instructions for use that accompany the device caution that shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris. The instructions for use also caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the mfg records was not possible as no lot number was provided. All of our valves are 100% tested at the time of MFR.